Event description:
The patient called animas on february 27 alleging that the pump suspended without user intervention. She states the blood glucose level in the evening was 154 mg/dl. She said the pump self-suspended on february 26 at 11:51 pm and she resumed it on february 27 at 4:25 am. Her blood glucose level following pump suspension was 356 mg/dl. The patient was positive for nausea and her urine ketones were moderate. The patient took a correction dose of blood glucose levels and it is coming down to 222 mg/dl at the end of the call. The patient's nausea was reportedly resolving. There was no reasonable explanation for the pump suspending. The patient states she did not suspend the pump, there were no alarms, and no changes to keypad button function. This complaint is being reported because the pump reportedly suspended without user intervention and the patient experienced elevated blood glucose levels and ketones.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete, results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the allegation that the pump suspended without user intervention was not verified or duplicated during investigation. A review of the black box showed that the pump was suspended as reported. The keypad was intact and the up and down arrow buttons and the okay button were responsive and sprung back as expected. The contrast button was difficult to push. There was no indication that any of the buttons were hyper-responsive. The keypad was removed and evidence of contamination was found around all button contacts. The pump was suspended during investigation and the action was accurately written to the pump history and produced the appropriate alert. The pump was exercised for 29 hours with no duplication of self-suspend. Insulin delivery was tested and found to be within specifications. Unrelated to the complaint, the pump was observed to have a leaking backup battery at the bt1 location on the pcb assembly. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.